Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient called for assistance with changing his basal rates. He stated that he has been experiencing low blood glucose readings. He stated his blood glucose has been as low as 60 mg/dl. His normal blood glucose range is 80-100 mg/dl. He stated his low blood glucose symptoms can be described as "running out of gas." The patient stated that his insulin regimen was recently changed because he had a stroke. He stated that his blood glucose measured 600 mg/dl on the day of the stroke which he stated was not abnormal because he had been ill. The patient stated that after his stroke his blood glucose is now much better, and it reduced his need for insulin. No product will be returned for evaluation.